Event description:
It was reported that a physician was treating a (B)(6) year old female with a 17.5 cm calcified occlusion in the sfa/popliteal/tp trunk. A femoral contralateral approach with an ansel guiding sheath and a cordis vista brite str were used with the dabra. The physician placed the catheter through the guide catheter and tried to advance them as a unit. During the procedure, the catheter kinked and subsequently began to char the inner diameter of the guide catheter. The dabra and guide catheter were removed, and the procedure was completed. There was no injury to the patient and no emergent intervention necessary.